Manufacturer narrative:
B3: event date is estimated.

Event description:
It was reported that the patient's procedure was abandoned due to an unexpected shutdown with the generator. There were no patient consequences.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.